Event description:
Pt reportedly overinfused with aminophylline. One gram of aminophylline was mixed with 500cc d5w. All 500cc infused in 2 hours rather than the intended rate of 10 cc/hr. The pt experienced sinus tachycardia up to 180. The pt was transferred to ICU for cardiac monitoring and groin lopressor two times with good effect on heart rate (80s).